Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history did not indicate a lot specific quality issue. Additionally, it should be noted that the preparation for use section of the rx tenku coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in a moderately calcified, mildly tortuous, right coronary artery below the bifurcation. There was 99% stenosis pre-procedure. A 2.0x12mm traveler rx balloon dilatation catheter (bdc) was soaked in saline prior to use, and no resistance was noted during removal of the protective sheath. Air aspiration of the 2.0x12mm traveler rx bdc was performed inside the patient anatomy. The 2.0x12mm traveler rx bdc was advanced to the lesion, where resistance was noted with the lesion. During the first inflation, the balloon of the 2.0x12mm traveler rx bdc ruptured at 8 atmospheres. The 2.0x12mm traveler rx bdc was removed without resistance and a new traveler rx bdc was used to successfully complete the procedure. Stenosis was reported as 10% post-procedure. There was no reported adverse effect and no reported clinically significant delay in the procedure. No additional information was provided.